Manufacturer narrative:
The following report fields have been updated due to corrected information: this is three of three manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691-2021- 05517. (MDR# (B)(6).

Manufacturer narrative:
This is three of three manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691-2021 - 03941. (MDR# 2021-11443-02). The edwards esheath introducer set was not returned for evaluation. A device history record (DHR) review was performed, and the work orders related to the manufacturing of the devices and components were reviewed that could potentially contribute to the complaint. The work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of a work order was performed and revealed no other complaints relating to the complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The separation of the sheath marker band during retrieval of the delivery system in combination with the liner delamination has been investigated in product risk assessment relevant to the issue. Content was reviewed and remains applicable to the manufacturing of the work order. Imagery was provided, and the following was observed: calcification and tortuosity were observed in the patient's access vessels. The instructions for use (IFU) trainings for esheath and commander delivery system, device preparation training and procedural training manuals were reviewed. Per precautions and warnings: use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Do not use the edwards esheath introducer set if the packaging sterile barriers and any components have been opened or damaged. When inserting, manipulating, or withdrawing a device through the sheath, always maintain sheath position. Do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g., kinked or stretched), or the expiration date has elapsed. Safety and effectiveness have not been established for patients with the following characteristics/comorbidities: access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoroscopy with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. No IFU/training deficiencies were identified. As the complaint for "general risks - failure - sheath distal tip split" and "general risks - system components separate during use" was unable to be confirmed, a complaint history review is not required. Additionally, the issue has been previously identified in product risk assessment (pra) and corrective and preventative action which capture root cause analysis for the issue. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, the review of risk management file is complete, and no further action is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, the product risk assessment (pra) was previously initiated to assess the risk associated with separation of the sheath marker band. The pra documents the potential for component embolization, which did occur in this case. The risks outlined in the pra remain the same. As reported, "the 2nd balloon ruptured near the end of deployment as well. They were not able to remove the 2nd commander delivery system, as the balloon material was catching on the sheath. They decided to remove the delivery system, sheath as one unit" and "the tip split, and the radiopaque marker tore off the sheath while still in the body and was left in the patient profunda artery even after the cute down". Additionally, it was reported that "damage to the tip of the esheath from trying to pull the ruptured commander balloon into the esheath". As the balloon was burst, the altered balloon profile can be more susceptible to catch onto the sheath distal tip, which would have then led to the experienced retrieval difficulty . The burst balloon profile likely caught onto the sheath distal tip, splitting it, especially if compounded with any potentially applied excessive device manipulation to overcome the delivery system withdrawal difficulty. Similarly, this likely caused the c-marker band to dislodge, especially if the withdrawal difficulty caused the liner to bunch or partially delaminate at the distal tip. The complaints for "general risks - failure - sheath - distal tip split" and "general risks - system components separate during use" were unable to be confirmed as neither relevant imagery nor the device was returned. Since the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. However, reviews of the DHR and lot history supported that a manufacturing non-conformance likely did not contribute to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. Without the applicable device-related photos, a definitive root cause is unable to be determined. However, available information suggests that procedural factors (withdrawal of a burst balloon, excessive manipulation) may have contributed to the reported complaint events. Therefore, no corrective and preventative action nor pra is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, post deployment of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the esheath distal tip split, and the radiopaque marker tore off the sheath while still in the body and was left in the patient profunda artery after the cut-down. The vascular surgeon stated it would do no harm in leaving it there and too hard to get out.